Manufacturer narrative:
The catheter was returned with (2) 6fr galt introducers. It is unknown as to why these were returned with this catheter. This catheter is rated for a 12fr introducer. Typically these type of balloon bursts are caused by overpressurization or calcifications. The cause of this balloon burst cannot be determined.

Event description:
Balloon burst. The balloon ruptured circumferentially. Upon attempting to remove the balloon from the patient, it became lodged on the introducer. The tip of the balloon was almost lost in the patient. All pieces were retrieved and the patient is now reported to be fine.